Manufacturer narrative:
Based on the current information provided, the cause of the bleeding cannot be determined. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure. The target nodule was in the right upper lobe, apical segment and about 0.8 centimeters in size. Bronchoalveolar lavage and endobronchial ultrasound bronchoscopy (ebus) staging were performed prior to the ion procedure. Prior to biopsy, the physician localized the lesion using radial ebus under c-arm fluoroscopy and observed bleeding. The physician controlled the bleeding with cold saline and opted to abort the ion procedure (prior to biopsy). The estimated blood loss (ebl) was 100 cc; however, the physician classified this bleeding as excessive because it prevented the physician from doing any biopsy sampling. The physician opted to monitor the target nodule under future computed tomography (CT) surveillance, and the patient was reported to be at home in stable condition. The cause of the bleeding was thought to be likely related to the vessel¿s proximity to the pleura. There were no patient comorbid conditions that were contributory to the event, and the patient was not on anticoagulation medication. The physician reported that the bleeding would have likely occurred via another modality. There was no device malfunction associated with the event.